Manufacturer narrative:
The device was received for evaluation containing a solution of sodium chloride. One colorless particle was visible within the intravia bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Stereo microscopic examination revealed the isolated material consisted of one colorless, polymeric particle of varying thickness and rough edges approximately 0.9mm in length as measured along the longest linear dimension. The medication port was observed to have been punctured in the target area and there was no protective cover over the administration port tube. Several needle strikes on the interior surface of the medication port tube were seen. Chemical characterization using attenuated total reflectance spectroscopy identified the particle as polystyrene. The reported condition was verified. The cause was determined to be a material manufacturing issues. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in an intravia bag. The device was filled with sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The cause of the condition was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.